Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. It was reported the patient was treated in the emergency room. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available as the reporter declined to provide any further information.